Event description:
It was reported that the rv lead was causing chest wall stimulation. It was noted there was a possibility that the patient's "ICD could be leaking from the grommet where the rv lead is connected." During the extraction procedure the helix could not be retracted. The lead was capped and replaced. The device remained in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.